Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture, "slightly riding high" and "indentation" along the "right inframammary crease". Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified broken shell, missing shell, yellow biological tissue and the device was found to be underweight. A visual and microscopic analysis was performed which identified a sharp(break) opening on posterior due to a surgical impact opening, for the stress mark in the shell and wear abrasion. A dimension measurement in the shell was performed which identify the thickness to be within specification. Based on the device analysis the final assessment is a sharp(break) opening on posterior due to a surgical impact opening, and missing shell due to inconclusive.

Event description:
Health professional reported right side rupture, "slightly riding high" and "indentation" along the "right inframammary crease". Device was explanted.